Manufacturer narrative:
Note: this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: per facility contact: ER nurses state a couple of sets gave them trouble with this pump with ail alarms. When they moved to another pump, ail alarms stopped occurring. User set up an infusion with normal saline and could not create. No adverse event was reported. While no samples were returned, the failed attempts to recreate the issue with this pump seem to indicate that there was not a problem with the pump. The fact that the air alarms resolved after moving to another pump indicate that there was not a problem with the set. Further, the fact that the alarms resolved after the set was moved and manipulated point to trapped air in the cassette from incomplete priming as the cause of the alarms. Fk is submitting a conservative restrospective report based on the repeated air in line (ail) alarms; per all known information, it would point to a use error for incomplete priming of the administration sets.